Manufacturer narrative:
For the reported event, a hospital biomed engineer and ge healthcare technical support troubleshot the reported event. It was recommended to complete full service calibrations and perform a functional test, look at flow sensors and bellows assembly for proper operation and replace if aged from wear and tear.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9212-000 anesthesia gas machine experienced a malfunction preventing pressure mode mechanical ventilation. The report was received from a single source. The reported event did not involve a patient.